Event description:
Customer reported the modified tracheal tube had twisted inside the pt's trachea. Medical intervention was required for pt's damaged trachea. Caller confirmed pt is recovering.

Manufacturer narrative:
Covidien cts reference # (B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be carried out; therefore, we are unable to determine the cause for this specific event; however, manufacturing controls are in place to detect related defects and produce the potential for occurrence during the manufacturing process. Info of this nature is included in our database and monitored through trending.